Event description:
The hospital reported that during an endoscopic vein harvesting procedure the t.w. Power supply was burning intermittently. There was no procedural delay. A new device was used to complete the procedure and no reported injuries.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10, h11 corrected section: d4- correction to exp date. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.

Event description:
N/a.